Event description:
I decided to get my tubes tied in 2009, after the birth of my 4th child. My ob/gyn dr. (B)(6) offered the essure implants. He didn't warn me of the side effects and he completely glorified this product, saying this was a very simple procedure and with minimal pain. So I agreed to doing the essure. The procedure was completely horrible. It was extremely painful to where I had tears coming out of my eyes. The couple of pills they gave me before hand did absolutely nothing for the pain. After the procedure, I was having a lot of bleeding. I had extremely heavy and painful periods and I would bleed for up to 3 weeks at a time. Dr. (B)(6) said that it had to do with the ovarian cysts I had. Not once did he mention that it could have anything to do with the essure product. After a few month of the problems with pain and bleeding. I went back in to dr. (B)(6) office asking him for help with the pain and bleeding. He requested that I have a hysterectomy so that I wouldn't have the issues anymore. So on (B)(6) 2010, I had a hysterectomy. After the hysterectomy, I continued to have pain in my lower abdomen that got so painful sometimes it would drop me to my knees. I then went back to (B)(6) and was told that it was the cysts bursting. So I just endured the pain and went on with my life. Starting this year 2015, the pains would come and stay longer. On (B)(6), I was in extreme pain that I had to stay I bed all weekend. With the pain so low in my lower left abdomen, I thought it was my appendix, so I went into the ER at (B)(6), the dr's 3 different ultrasounds and said my appendix was fine and that I did have ovarian cysts, but they couldn't understand where the pain was coming from so they did a CT scan. The CT scan showed I had still had the essure in my body, but they sure if that's what was causing the pain. So I had to wait one more week to go and see a doctor because my insurance didn't start till (B)(6). They wanted me to go back the next day if I still had pain and that they would maybe have to do an exploratory surgery, but with no insurance my bill was (B)(6), so I decided to tough it out till (B)(6). I went in to see dr. (B)(6). She gave me a stat referral to a ob/gyn. I went and saw dr. (B)(6) who said we need to go in and take the essure out. I had the surgery on (B)(6) 2015. Dr. (B)(6) opened me up and found that when I had my hysterectomy that dr. (B)(6) had cut my fallopian tube exposing the essure which adhered to other tissue which was causing the pain. Dr. (B)(6) removed the right ovary and fallopian tube with the essure. Since I have healed from the surgery, I have had no more pain in my abdomen.